Event description:
It was reported by service report that the fowler was in the flat position and would not raise when the fowler handle was actuated. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler.